Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. Upon device interrogation, the insertable cardiac monitor exhibited noise being oversensed. Programming changes were discussed. No intervention was performed. No further information was available.